Manufacturer narrative:
The following fields have been updated with corrected information: b5. Describe event or problem: it was reported when using the bd totalys slideprep, there was a problem with the hinges on the centrifuge hettich 380 220v which did not allow the lid to close properly. The lid was free-falling and/or did not stay open due to this issue. No adverse impact was reported regarding the patient or user. D1. Medical device brand name: bd totalys slideprep. D2a. Common device name: processor, cervical cytology slide, automated. D2b. Medical device type: mkq. D4. Medical device catalog #: 491346. D4. Unique identifier (UDI) #: (B)(4). D4. Medical device serial #: (B)(6). G4. PMA / 510(k)#: p970018. H4. Device manufacture date: 20-jan-2021. Investigation summary: the complaint alleges centrifuge hinges not working and won't close (catalog number 491346, serial number (B)(6). Service had replaced hettich 380 centrifuge and tested. The device is now technically efficient according to manufacturer documentation. Based on service investigation, the complaint is confirmed and the root cause is attributed to faulty centrifuge. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review revealed no complaint for similar root cause attributes. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported when using the bd totalys slideprep, there was a problem with the hinges on the centrifuge hettich 380 220v which did not allow the lid to close properly. The lid was free-falling and/or did not stay open due to this issue. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using centrifuge hettich 380 220v, there was a problem with the hinges that would not close the centrifuge lid. The lid was free-falling and/or did not stay open due to this issue. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.